Manufacturer narrative:
H.6. Investigation: bd received two samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. See h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had the integrated holder separated from the non patient end needle. The following information was provided by the initial reporter; the customer stated "the safety device is falling off the bd eclipse needles."

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had the integrated holder separated from the non patient end needle. The following information was provided by the initial reporter: the customer stated, "the safety device is falling off the bd eclipse needles."